Event description:
The twist drill broke during a total hip procedure when the twist drill came into contact with the implant. The surgeon determined to leave the broken piece in the pt. The remaining piece was discarded by the hospital staff.

Manufacturer narrative:
The product involved in the event was not returned for evaluation. Based upon the info provided, it appears that the event was the result of inadvertent contact of the metal twist drill with the metal implant.